Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 137 mg/dl (aviva) and 438 mg/dl (doctor's meter). The patient experienced elevated blood glucose symptoms of having a dry throat and dizziness. The clinic treated the patient with an IV of saline and sodium chloride. The patient was transported by ambulance to the hospital. The patient arrived at the hospital at 7:50 am and received a result of 467 mg/dl on the hospital's meter. The patient was treated in the emergency room with an IV of saline and sodium chloride. The patient was released after 3 hours.